Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of having frequent emergency room visits due to high blood glucose. Customer states that about a month prior to call, customer drove herself to the emergency room due to blood glucose continuing to rise from 500 mg/dl. Customer made it to the emergency room on her own and passed out. Customer's blood glucose was 780 mg/dl. Customer was treated with IV's and was in the emergency room for seven and a half hours. Customer reported that there were frequent paramedic calls. Customer was not able to give any more information due to needing to attend a doctor's appointment.